Event description:
The customer stated that a normal control tested higher that what it should have. She was getting readings that had been going up and down-from 100-150 mg/dl. The check test showed the meter was reading in mmol/l. Customer service assisted the customer in switching the meter back to mg/dl. The customer had expired control solution, so a control test was not possible. Customer service was sending a new meter and asked that the old meter be send for evaluation.